Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was notified by a clinician that the home monitor reported noise on the right ventricular lead. The patient was advised to go immediately to the closest emergency room. The patient presented to the hospital. There were episodes of high ventricular rate due to noise. The patient paces the majority of the time. Programming changes were made. The patient was stable, and will continue to be monitored.